Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: interstim; product ID: 306001 (lot: unknown); product type: 0215-screening device; implant date: (B)(6) 2025; brand name: interstim; product ID: 306001 (lot: unknown); product type: 0215-screening device; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient (pt) who was using an external neurostimulator (ens) for fecal incontinnce. The trial began on (B)(6) 2025. It was reported that they felt wires came off but not sure. Unable to check pt was outside advised to check programmer if therapy was still on. Pt would just call them back and didn't have the programmer with them. Troubleshooting was not performed. The cause was not known. The issue was not resolved and was still ongoing.

Manufacturer narrative:
Coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.